Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On december 16, 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient was not able to say when the meter started to read inaccurately. She reported that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result on the subject meter of "103 mg/dl", compared to "55 mg/dl" on a onetouch ultra meter, performed within 30 minutes of each other. Based on statistical methodology, the reported difference between these results falls outside lfs' accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). She claimed that prior to obtaining the alleged inaccurate result, she felt symptoms of "dizzy". She also reported that prior to the symptoms developing, she had followed her usual diabetes management routine and administered 2 units of novorapid insulin per carbohydrate unit and levemir once a day. No treatment for her symptoms was specified by the patient. She determined that she had injected the wrong amount of insulin units, based on the readings from the subject meter. The patient claimed that the following morning, she again obtained an alleged inaccurately high blood glucose result on the subject meter of "103 mg/dl", compared to "55 mg/dl" on a onetouch ultra meter, performed within 30 minutes of each other. Based on statistical methodology, the reported difference between these results falls outside lfs' accuracy criteria. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken.the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.